Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the blood leaked from the connection between the barrel and the tubing. The following information was provided by the initial reporter. The customer stated: "additional information obtained, entered by ayumu ueno on (B)(6) 2022 blood leaked from the connection between the barrel and the tubing. It was difficult to accurately identify the site of leakage. The customer's verbatim report is that blood leaked from the plastic component during use.¿

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 07-dec-2022 h.6. Investigation summary: bd received 1 samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® push button blood collection set the blood leaked from the connection between the barrel and the tubing. The following information was provided by the initial reporter. The customer stated: "additional information obtained, entered by ayumu ueno on (B)(6) 2022 blood leaked from the connection between the barrel and the tubing. It was difficult to accurately identify the site of leakage. The customer's verbatim report is that blood leaked from the plastic component during use.¿